Event description:
It was reported that during testing prior to procedure the system 6 aseptic battery was overheating and it started to melt through the aseptic battery housing. Another battery was used to complete the procedure. No delay, no medical intervention and no adverse consequences were reported with this event.

Manufacturer narrative:
The reported event, battery is hot and burned out the back of the case, was not duplicated. The technician did not observe the battery heat up and no external damage was detected. The battery was disassembled and internal corrosion and fluid ingress were found due to improper sterilization. Internal corrosion can be cause by using non-recommended cleaning practices including sterilization. The IFU advises the user not to immerse or sterilize a non sterile battery. Device was placed in parts retention.